Event description:
Pt presented to surgery center to have penile implant removed because it was not inflating properly, and a leak was suspected by his urologist. Reimplantation of a new implant was to be done.